Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up and down buttons response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had numbers were ramping or the scroll bar moving up or down with no input from the user. The customer¿s blood glucose was 160 mg/dl at the time of incident. The insulin pump will be returned for analysis.